Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) and seven shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information mention that this implantable cardioverter defibrillator (ICD)) had stored episodes of pacemaker mediated tachycardia (pmt). The device had successfully terminated the most recent episode with the pmt algorithm. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) and seven shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.